Event description:
On (B)(6) 2014 the lay user/ patient contacted lifescan (lfs) alleging a onetouch ultra2 meter was displaying inaccurately high results compared to a lab reading. The patient was not available for a follow up call. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) (unknown year) reading of ¿117mg/dl¿ was obtained on the lfs meter compared to ¿103mg/dl¿ on a lab reading. Based on statistical methodology, the calculated difference between these readings does not exceed the expected value of <=20% or <=20 mg/dl performed within 10 minutes of each other. The patient reported using a combination of oral medications with diet and exercise to manage her diabetes. The patient reported immediately after the issue occurred she felt ¿lightheaded and shaking.¿ the patient reported on (B)(6) (unknown year) at 9pm she had something to eat or drink as treatment. At the time of troubleshooting, the cca confirmed he subject meter was in the correct unit of measurement and her test strips were in good condition. The patient¿s testing process was correct. Replacement products were sent to the patient. This complaint is being reported because the patient reported due to the alleged issue the patient developed symptoms suggestive of hypoglycemia and required self-treatment.

Manufacturer narrative:
Follow-up # 1 ¿ (06/23/2014). The patient¿s test strips have been returned on 6/11/2014 and evaluated by lifescan product analysis on 6/12/2014 with the following findings:the test strips involved with this complaint passed testing. The reported issue could not be confirmed. However, a secondary issue unrelated to the complaint was found, the test strips were found to have shelf life exceeded. The retain test strips also passed all testing. A DHR (device history record) was completed on 04/30/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.